Event description:
Technical services received a call on 10/2/12. Caller is from medical professional clinic. Caller reported that she just got a "low lv impedance" message. It appears the lv lead has had a low impedance since january 2012. Prior to that date the impedance was stable at ~375. Notable, but not a huge drop. The lv sensing also has declined slightly. Again, notable but not a huge drop. The patient has not complained about any symptoms. All else seems to look fine and the clinician was not very concerned. No additional information is available at this time. Lead remains in service. Lead was implanted (B)(6) 2006. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).